Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the fracture is not due to the device. The device was causal/contributory with respect to the seizure. Hcp stated the implantation of device has "s2 risk." Patient took medication and the issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a seizure postop to left lead implantation. His lead was implanted (B)(6) 2025. After going to the ed a few days later, he was found to have a t9 fracture. The patient will see his neurologist (B)(6) and his neurosurgeon (B)(6). The patient was instructed on putting the dbs system into MRI mode for his pending back MRI. External factors and resolution are unknown at time of this report. Additional information was received from the manufacturer representative (rep). The cause of the postop seizure was not confirmed. Patient had a stage 1 with mer, otherwise the cause was asked but unknown. The patient is on seizure medication and will be following up with his neurologist. He will also be following up with an orthopedic surgeon for the t9 fracture. The cause of the t9 fracture is not known. The patient twisted during the seizure then experienced back pain. He is also being checked for metastatic cancer due to history of cancer. Additional information from rep clarifying that mer stands for microelectrode recording.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.